Manufacturer narrative:
Device available for evaluation correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to no. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was partially released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators when a load has been released for use prior to reprocessing.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of lot number, system risk analysis (sra), visual analysis, retains analysis, and unused returns testing. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 1/10/2018 to 5/22/2018 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." A single used cyclesure® 24 bi was returned for visual inspection. The ci disc is gold, the cap is depressed, the vial is crushed, and there is no media but yellow stain was in the vial with which to confirm the suspected positive result. The following was found upon disassembly of the bi: one tyvek liner, glass ampoule shards, and one spore disc. There are stress marks on the plastic vial or tyvek liner that would not be consistent with false positive external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Thirty-two unused bis from the same lot were returned and were subject to functional evaluation. Two were control bis. Thirty bis met specification. The assignable cause could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains analysis and unused return testing met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The used product was returned. The complaint issue was not confirmed. An issue with sterrad® performance is also unlikely since the system was restored, the unit was diagnosed and the issue was resolved without spare parts. The customer was advised to follow their facility procedures in processing loads and to always follow the instructions for use (IFU). The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).